Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology and aneurysm morphology at the time of implant are unk. It was reported that the pt was not a surgical candidate at the time of the initial implant. It was reported approx 24 months post stent graft implant that pt had an aortic stent graft cuff placed, due to the migration of the stent graft resulting in a type I endoleak. It was reported that 12 months later the pt returned and the aortic cuff and bifurcated stent graft had migrated into the aneurysm sac. The physician elected to convert the pt to a conventional stent graft, however during the conversion procedure the pt expired.